Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient expired due to episodes of ventricular fibrillation (vf). Following the patient¿s death, the device was interrogated which revealed that some of the vf episodes were treated appropriately by the device via high voltage (hv) therapy, but in other episodes there was no therapy delivered as the signals were undersensed due to low signal amplitudes. Technical support was contacted and suggested the low signals were more likely to be background noise rather than true vf and stated that the device had behaved according to its programmed settings.